Event description:
Rptr feels device is dangerous and needs to be removed from the market. Device increases exposure of blood to all healthcare professionals using it and around it. It is not safe for pts who are in need of volume resuscitation. Many attempts are needed to stick a pt before a healthcare professional successfully starts an IV. This increases chances of accidental needle sticks. Rptr claims that the design of the device is unsatisfactory.